Manufacturer narrative:
Received one (1) used. List #b3300, clave¿ neutral connector, one (1) used, extension tubing, one (1) used extension set with filter for evaluation on 9/9/24. No physical damage or other anomalies observed. Activated the clave with an ICU provided syringe. No stick downs or leaks were observed. Leak tested and there were no leaks observed. Could not confirm customer complaint of leaking. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
Additional information was received stating that the event was noticed at the beginning of night shift. It was noticed while checking all IV pumps and noticed some leakage at the bottom of the syringe where it connects to the needless access device. It appears also that leakage came from the connection of the end of the syringe (leur lock end) and needless access device. There was no any hole, cut, tears or any defect noted. Clave site where leak notes wad unknown. It was unknown if the silicon sleeve was noted to be stuck down. Clave was also accessed as per the manufacturer's instructions. The medication involved was morphine. Patient had no significant changes to their status. There was patient involvement, no human harm, however, it was unclear if there was a delay of care since it was immediately replaced the syringe, needless access device, and tubing to ensure proper delivery of ordered medication.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occured on an unspecified date and involved a clave¿ neutral connector. It was reported that they had visible medication leakage from clave neutral connector (nad) and pressure disc tubing. It was also stated that they replaced tubing and nad.there was no reported harm.